Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted device was not returned as it was not released by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event approximated based on the date the manufacturer became aware of the event.